Event description:
On (B)(6) 2012, the sagittal saw attachment broke on. The breakage did not occur during a surgical procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.